Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during a 3lead ECG monitoring of the pt with a heartstart mrx on AED mode, the user switched to pads; however, the heartstart mrx did not display a normal ECG. There was no reported pt impact.